Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing an embolization procedure in the inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern) and a guidewire. It was noted that the patient's anatomy was tortuous. During the procedure, the lantern was advanced over a guidewire to the target location. When the lantern was being withdrawn from the ima, the physician experienced resistance and the distal length of the lantern fractured. A snare device was used to retrieve the fractured lantern length. The attempt was unsuccessful. The physician decided to leave the fractured lantern length in the ima. The procedure ended at this point. The patient was admitted into the hospital and was receiving frequent abdominal checks. It was reported that the patient is doing well.

Manufacturer narrative:
Evaluation of the returned lantern confirmed it was fractured. Evaluation revealed a yield mark near the fracture site indicating that the lantern was likely kinked prior to fracturing. If the lantern is retracted against resistance without sufficient support, damage such as a kink and subsequent fracture may occur. Based on the reported complaint, the patient's tortuous anatomy may have contributed to resistance during retraction. Further evaluation revealed kink and bends on the catheter. The damage was incidental to the complaint. The fractured distal segment was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.